Event description:
It was reported that during pre-surgery testing the short attachment device was heating up. It was reported that there was no delay to a surgical procedure due to the event as an identical spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed cutter insertion and therefore the pre-test could not be completed. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. It was determined that the device failed cutter insertion due to worn and damaged bearings, which were no longer in axial alignment. The assignable root cause was determined to be due to normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.